Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged. Additionally, an occlusion alarm occurred. Reportedly, the customer changed all supplies and resumed insulin therapy. There was no adverse impact to customer's blood glucose level.